Event description:
Harmonic har745 was opened to sterile field and when plugged in the device would not sync with machine. Powered off machine, removed and reattached and tightened cord to device, tried a different cord and still would not sync, ultimately opened a new harmonic har745 device and it worked so we concluded that the device was defective.